Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/20/2024, it was reported by a sales representative via email that an ar-3641sp self-punching knotless 2.6 fibertak pulled out during tensioning. An ar-1941ps peek knotless corkscrew was opened, and it also pulled out. The case was completed using a 4.75 mm knotless swivelock. This was discovered during an mpfl reconstruction procedure on (B)(6) 2024. The case was delayed ten minutes; however, additional anesthesia was unnecessary.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.